Event description:
Complainant alleged that during biomed testing the device failed high ground resistance testing. Complainant indicated that there was no patient involvement in the reported malfunction.